Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: no. (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported a touchscreen fault. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer refused evaluation and repair because the device was out of warranty. Based on the information provided and/or service performed, the customer's alleged malfunction was not confirmed.